Event description:
The reported incident has happened during discovery 670 system integration (internal to ge), while ge healthcare employee lifted one of the lead covers, using its 2 handles, from a nearby cart in order to place it inside the detector. One of the handles detached and as a result, this side of the detector's lead cover fell. The employee managed to hold the cover by the other handle and the cover's side that fell contacted his foot. The detector lead cover may be removed in the field only by qualified field service engineer or 3rd party (non-ge) service. Pts and operators are not involved during service operations and therefore, are not expected to sustain any harm. The lead cover in matter weighs 15 kg (approx 33 lb), is located inside the detector and should be removed during servicing in order to gain access to detectors internal components such as pm, pm harness, crystal. The handle detachment was abrupt upon lifting the lead plate with no evident loosening or warning. No injury was reported. Handle separation could therefore result in prompt or immediate plate swing towards the field engineers leg (i.e. Possible contact with the knee, tibia or foot) that could potentially result in serious injury or impairment requiring medical intervention.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.